Event description:
Initial surgery was done with trochanteric nail system for femoral neck fracture in 2008. A month after the surgery, it was found that the lag screw was backed out. In 2009, almost half of the lag screw was backed out. In the next month, the lag screw was fully backed out. Another surgery to replaced the lag screw will be performed later. Weight load started to be applied to the pt's body from one month after the surgery. The pt's bone quality is not good enough.

Manufacturer narrative:
Examination was not possible, as the product or x-rays were not returned. Provided info states the pt's bone had poor bone quality. Although the exact root cause could not be determined, initial implant placement and bone quality are contributing factors. Also, the surgical technique for the atn system recommends tapping of the femoral head before insertion of the lag screw. The atn lag screw is not self-tapping. If the femoral head is not tapped before lag screw insertion, the lag screw forces the bone in the femoral head to be pushed away from the lag screw thread. The treads will no purchase into the bone and there is not adequate support to hold the lag screw in the femoral head. If the lag screw is inadequately fixed into the femoral head lag screw back out can occur. The exact root cause could not be determined without the pre and post op x-rays. A search of the complaint database found no prior reports for this part, and lot number combination. The lelocle facility reviewed the device history records, and found no manufacturing deviations or anomalies. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.